Manufacturer narrative:
(B)(4). The investigation has not been completed. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's care giver reported a large drain volume. A reportable episode of iipv (increased intraperitoneal volume) occurred during the treatment on (B)(6) 2016. Drain 1 of 4950 ml exceeded the prescribed fill volume of 2500 ml by 199% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's pd nurse reported no adverse patient event resulted.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. A second simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed. Fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. None of the reported symptoms were confirmed with testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.